Event description:
It was reported by the patient that they are having extreme pain at their generator site that radiates to her back. The pain does not appear to be occurring with stimulation and is constant. The patient indicated that the pain felt like a heart attack and caused the patient to be unable to get out of bed. It was indicated that the physician believes the pain is from the pocket and pain is constant. The patient was referred to the surgeon to check the pocket. No known surgery has occurred to date. No additional relevant information has been received to date.